Event description:
It was reported that the "actual catheter" of a jelco® i.v. Catheter extended too long over the needle, resulting in the edge of the catheter protruding beyond the bevel. "Very high resistance" to puncture the skin was noted, making it "nearly impossible" to place a cannula in the vein. It was observed that the catheter minimally punctured the skin (drop of blood was left behind), but the catheter could not be advanced under the skin surface. No injury was reported.